Manufacturer narrative:
Patient information was unavailable from the site. When the o-arm was out of the room the site radiologic technologist (rt) tested it multiple times and was able to complete several 3d spins. She sent the error logs in for evaluation. The imaging system appeared to be working correctly after a restart. The site uses the system heavily. A medtronic representative went to the site to test the equipment. The rep reviewed the error logs and performed a system checkout. The imaging system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed representative reported that during a spinal fusion procedure they were unable to acquire a 3d image with the imaging system. They took their 2d scout images without any issues. She reported when they took their 3d spin it would not show "acquiring" and they did not see any images. She could not report whether or not the tube and detector rotated and took an image and had no further details. They completed the procedure using another imaging system at the site. There was no reported impact to the outcome of the patient.